Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract.

Event description:
It was reported that, during a paravaginal repair procedure using a capio slim, the physician applied tension to the suture against the handle while throwing; however, the carrier was stuck mid-way and would not retract. The procedure was completed with another of the same device. No patient complications were reported.